Manufacturer narrative:
An event regarding disassembly issues involving a cup impactor bolt was reported. The event was not confirmed. Conclusions: the reported event indicates that when the surgeon tried to remove the shell from the bolt, the bolt would not detach. A new shell was used and the operation continued after a delay of about 15 minutes. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation the reported devices would need to be returned for evaluation.

Event description:
It was reported that when the surgeon was tried to be removed the tritanium cup from new daa impactor, the bolt was not able to be removed from cup. Cup was changed to the new same one and the operation was continued.

Event description:
It was reported that when the surgeon was tried to be removed the tritanium cup from new daa impactor, the bolt was not able to be removed from cup. Cup was changed to the new same one and the operation was continued.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.